Event description:
It was reported that there was oversensing noted in the right ventricular lead. It was further reported that the device had unexpec ted longevity. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. Concomitant: 694465 implantable tachy lead (B)(6) 2004; 1688tc implantable pacing lead (B)(6) 2004. (B)(4).